Event description:
The pt was bilaterally implanted with siltex low bleed gel prosthesis on 11/21/94. Subsequently it was noted by the physicians office that the pt had developed auto-immune type symptoms such as granulomatous, swollen lymph nodes, strange liver enzymes, and lymphandenitis.